Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that high impedances were recorded during device interrogation; the status was identical to impedance level prior to their ins being replaced. It was noted this was not clinically significant. The issue was related to the device/therapy but not related to the implant procedure. The issue was unresolved with no actions/interventions taken and no further action planned. No patient symptoms or further complications were reported as a result of this event. Refer to manufacturer report #3004209178-2019-00657 for details pertaining to the related reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the cause of the high impedance was not determined. The patient first started experiencing high impedances on (B)(6) 2018. The original ins was replaced due to normal battery depletion.